Event description:
It was reported that the device tones became inaudible. A radiofrequency ablation (rfa) procedure was being performed with a rf3000 radiofrequency generator. During the procedure, the sound stopped. The volume control was attempted to be adjusted, but there was no change. There were no patient complications reported.

Manufacturer narrative:
Date of event: the date of event is unknown and was therefore approximated device eval by manufacturer: there was no visual damage noted to the device during incoming service inspection at stellartech. The tamper proof seal was present but broken. During investigation, the device failed post with no tone. The investigation includes wiggling the speaker harness control j14 cpu board, the tone turned on and suspected a loose connection. After replacing the speaker harness, the device still failed final test. Burn in step with no tone after 2 minutes (intermittent). Then replaced the volume control harness, reassembled the device and repeated the above final test with no other problem. Following all the above correction, the device passed all performance criteria.

Manufacturer narrative:
Date of event: the date of event is unknown and was therefore approximated.

Event description:
It was reported that the device tones became inaudible. A radiofrequency ablation (rfa) procedure was being performed with a rf3000 radiofrequency generator. During the procedure, the sound stopped. The volume control was attempted to be adjusted, but there was no change. There were no patient complications reported.